Event description:
The patient called animas on march 15 stating that the ok button is sticking at times and intermittently activating pump functions at times. The patient has noted that this has been occurring for months. The patient does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete results will be provided in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: date of submission 05/22/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2012 with the following findings: it was reported the ok button is sticking at times and intermittently activating pump functions at times. The pump was returned to animas. Investigation revealed no visible damage to the keypad, however the keypad rubber is loose. All keys have intermittent/delayed response and weak spring-back. The keypad was removed and adhesive was found under the button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the keypad complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.